Event description:
It was reported the lead thresholds had spiked ¿a few months ago¿ and have been rising based on threshold trends. The lead was explanted and replaced. It was further reported that after multiple location attempts of the replacement lead on the left ventricle (lv), unacceptable thresholds were unable to be obtained. The lv lead remains implanted and an additional right ventricular lead was added. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968 implantable pacing lead, implanted (B)(6) 2012; 4968 implantable pacing lead implanted (B)(6) 2008; addrl1 implantable pulse generator (ipg) implanted (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.